Manufacturer narrative:
H6: investigation summary: bd received eleven (11) samples and three (3) photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tubing with the incident lot was observed. Additionally, all customer samples were evaluated by functional testing and the indicated failure mode for damaged tubing with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text: see h10.

Event description:
It was reported that prior to use with 8 bd vacutainer® push button blood collection set the tubing was discovered to have holes. The following information was provided by the initial reporter: it is reported customer received wingsets with holes in tubing.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 8 bd vacutainer® push button blood collection set the tubing was discovered to have holes. The following information was provided by the initial reporter: it is reported customer received wingsets with holes in tubing.